Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. Blood glucose level was impacted (276 mg/dl), and was addressed by administering a manual injection. Reportedly, the pump was not within abnormal conditions. It was indicated that the customer would administer manual injections as alternate insulin therapy.